Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 4.00x23mm, eccentric and de novo target lesion with a significant bend of >45 degrees was located in the moderately tortuous and severely calcified mid right coronary artery. A 24x4.00mm rebel stent was advanced for treatment. However, it was noticed that the tip of the stent strut was deformed when it reached to the lesion. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel bms catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen, and blood in the guidewire lumen. The balloon was tightly folded. The proximal end of the stent was damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 4.00x23mm, eccentric and de novo target lesion with a significant bend of >45 degrees was located in the moderately tortuous and severely calcified mid right coronary artery. A 24x4.00mm rebel stent was advanced for treatment. However, it was noticed that the tip of the stent strut was deformed when it reached to the lesion. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.